Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a colon examination procedure, the image was lost a total of 3 times. Upon restarting the device each time, the image was restored. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty power supply unit. It¿s possible, the power supply unit broke down accidentally during use. Olympus will continue to monitor field performance for this device.